Event description:
ER physician inserted triple lumen catheter and was unable to extract the guide wire. Triple lumen removed. Second attempt to insert triple lumen unsuccessful. Inserted single lumen #16 without difficulty.